Event description:
This case was reported by a consumer and described the occurrence of weakness in a pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included cardiac bypass and possible stroke. Concurrent medical conditions include breast cancer and high blood pressure. Concurrent medications included clopidogrel bisulphate (plavix), thyroid medication and metoprolol. Approx 1.5 years prior to reporting, the pt began using super poligrip original denture adhesive after receiving upper dentures. Since the end of 2008, the pt had experienced problems with her legs and had an unspecified number of hospitalizations since the beginning of 2009. In the three months prior to reporting, the pt had "weakness treated with heart stents" and was in a nursing home for rehabilitation due to weakness, leg problems, inability to walk, and weakness of legs. Super poligrip original cream was discontinued. At the time of reporting, the pt had been discharged to home and was able to walk 15 seps with a walker. She also used a wheelchair and reported having falls on unspecified dates.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(4).